Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that belt connector is damaged. The patient had also reported that he cannot get the belt to connect with the monitor and some of the pins in the belt appear to be missing. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.